Event description:
It was reported that upon investigation a low voltage advisory alarm was seen in the backup controller¿s log files caused by swapped mobile power unit (mpu) cables. The log files also revealed a no external power alarm caused by loss of ac power.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a controller exchange being performed in response to an alarm was confirmed via the log files. The provided log file from the patient¿s primary system controller, serial number (B)(6) (evaluated separately), contained data spanning approximately 1 day ((B)(6) 2023 ¿ (B)(6) 2023). The pump maintained speeds above the low speed limit while connected to the driveline. The patient was observed to have connected to the mobile power unit (mpu) on (B)(6) 2023. Approximately 5 minutes later, a low voltage advisory alarm was observed while mpu power was in use. The alarm appeared to have been caused by the voltage in both cables dropping below the alarm threshold to specific values. The observed events are consistent with the system controller¿s power cables being incorrectly connected to the opposite connectors on the mpu patient cable (black controller cable was connected to the mpu¿s white power connector and vice versa) the patient¿s driveline was observed to have been disconnected on (B)(6) 2023 at 23:35, stopping the pump, consistent with the reported controller exchange. The provided log file from the patient¿s backup controller, serial number (B)(6) (evaluated separately), was also reviewed. The backup controller was connected to power approximately 2 minutes after the patient disconnected their driveline from their primary controller. The driveline was connected to the backup controller approximately 11 minutes after this point, and the pump ramped up to speeds above the low speed limit while connected to the driveline throughout the remainder of the data. The returned mpu (serial number (B)(6)) was functionally tested at the european distribution center and was found to perform as intended, and the mpu¿s software was upgraded to the latest version. The root cause of the alarm leading up to the exchange of the primary controller was determined to be the system controller¿s power cables being incorrectly connected to the opposite connectors on the mpu; the black power cable was connected to the white mpu connector, and the white power cable was connected to the black mpu connector, triggering an alarm that caused the patient to perform a controller exchange. The issue regarding an alarm occurring when the cables are swapped on the mpu has been addressed via a corrective action which upgraded the mpu¿s software to prevent this alarm from occurring, and this mpu was manufactured prior to this action. The mpu¿s software had also not been upgraded prior to being returned for analysis under this event. Review of the device history record for the mobile power unit, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The unit was shipped to the customer on 02dec2015. Furthermore, the patient was observed to have been implanted on (B)(6) 2022. Heartmate 3 instructions for use (rev. G, section 3 ¿ ¿powering the system¿) and heartmate 3 patient handbook (rev. G, section 3 ¿ ¿powering the system¿) explains the various ways to power the heartmate 3 lvas and how to properly exchange power sources, including the mpu, and states to connect the white power cable to the white connector and the black power cable to the black connector. The heartmate 3 patient handbook (rev. G, section 2 ¿how your heart pump works¿) instructs users to regularly ensure that their driveline is connected and secured within the system controller, and to reconnect it immediately in the case that it becomes disconnected. Users are warned that the pump will stop running when the driveline is disconnected. The heartmate 3 patient handbook (rev. G, section 5 ¿alarms and troubleshooting¿) instructs users on how to respond to alarms that sound from their system controller, including low voltage and no external power alarms. Promptly connect the controller to a working or different power source or ensure the power cables are connected correctly, white-to-white and black-to-black. The heartmate 3 patient handbook (rev. G, section 10 ¿safety checklists¿) instructs users to regularly inspect their equipment, including their mpu, and to return any equipment that appears damaged or worn. Users are encouraged to not use any equipment that appears damaged or worn. The heartmate 3 patient handbook (rev. G, section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.